Event description:
It was reported that a perforation occurred during stenting of the proximal left anterior descending artery with a non-abbott stent, which required treatment with a graftmaster stent. Although the perforation was treated successfully, the patient developed pulseless electrical activity, and had a cerebral vascular accident and expired. No additional information was provided.

Event description:
It was reported that a physician trained in use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling the plunger back and removing the needles from the device, one of the sutures was broken. The device was removed and a second proglide device was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). 2 unused representative samples with the same part number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.